Event description:
It was reported that the fenestrated bipolar forceps instrument wire was broken prior to starting a da vinci hysterectomy procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis also observed that one grip was bent, causing side-to-side misalignment of the grips. There was a .081 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, could likely cause or contribute to an adverse event if the failure mode were to recur.